Manufacturer narrative:
Lot 16b039 was manufactured february 17, 2016 ¿ february 19, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor experienced an underinfusion while connected to the patient. The device was filled with desferal 4.1g in 48ml sodium chloride 0.9%. The flow rate was 2ml/hr and the expected volume did not infuse within 24 hours. The residual volume was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.